Event description:
The nurse claims that the graft was implanted in 2000, to repair a ruptured aneurysm. The pt expired on the day of the surgery due to exsanguination. The incident was initially reported to MFR by the nurse as a device tracking question, not as a product complaint. On 10/03/2000, the device was identified to MFR by the nurse. The nurse also stated that the graft did not appear to have leaked. Note: the hosp does not believe, at this time, that the death was graft-related.